Manufacturer narrative:
B2: outcome corrected. Manufacturer's investigation conclusion: the reported event of outflow graft obstruction could not be confirmed based on the provided information. A specific cause for this event could not be conclusively determined through this evaluation. Additionally, review of the submitted log files could not confirm the reported event of low flow alarms. According to the account, the reported alarms were caused by hypertension. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of hypertension could not be conclusively established through this evaluation. Review of the submitted log files did not reveal any low flow hazard alarms. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists hypertension as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft." Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 6 of the IFU, "patient care and management", states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeter of mercury (mmhg) should be considered adequate. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. The heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 liters per minute (lpm). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple low flows. Log files contained the onset of low flows with elevated pulsatility index (pi) values. The cause of the low flow alarms was determined to be hypertension. The patient's hydralazine was increased. A computed tomography angiography (cta) scan was ordered to rule out extrinsic outflow graft obstruction (eogo). Patient symptoms were noted at the time of the low flows. The cta was performed on (B)(6) 2024 and revealed 30% outflow graft obstruction at the proximal end. The patient would be monitored, and their hypertension would be managed to see if it helps with their low flows, but alternative interventions would be considered if needed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.